Event description:
Repair statement customer stated problem: noisy unit. Verified: yes. Key: compressor weak/noisy. Additional malfunctions are the power switch has a short circuit and the zip ties were replaced.